Event description:
Pt reported obtaining a blood glucose result of 549 mg/dl, while using the suspect device. Pt stated that, when reviewing the device's memory, he was unable to locate this value. Pt's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product; however, pt declined.